Event description:
Caller reported that a hospital representative questioned the bolus advice given by the patient's meter. Caller reported meter did not give a correction amount on blood glucose tests that were above the target range and where the patient had no active insulin still on board. No adverse event reported. Requested return of the alleged meter for evaluation and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.